Event description:
It was reported that this right ventricular lead dislodged. It also exhibited loss of capture with asystole less than two seconds. Patient showed intermittent complete heart block. This lead was replaced by a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation was completed. This lead was subjected to and passed continuity test. Lead was determined to have met specifications. Product investigation does not provide any additional information.

Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and new information is provided from this analysis.

Event description:
It was reported that this right ventricular lead dislodged. It also exhibited loss of capture with asystole less than two seconds. Patient showed intermitent complete heart block. This lead was replaced by a new lead. No additional adverse patient effects were reported.